Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rewi0299 showed no other similar product complaint(s) from this lot number.

Event description:
PICC line catheter released from connector and disappeared in the vessel. During flushing procedure the nurse noticed some resistance. Suddenly the catheter became very easy to flush, the nurse became suspicious and removed the dressing. Once the dressing was removed the nurse noticed that the catheter was lost and the connection parts were stuck in the dressing. (No sign of rupture or damage to the blue silicone part of the catheter, seems like the connection released). The patient was sent to angio surgery department and the catheter was removed through the femoral vein.